Event description:
It was reported that a female patient underwent an interventional coronary procedure on (B)(6) 2014. Following the procedure, the physician selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that after proper device deployment, a hematoma greater than 6 cm in size formed while the patient remained on the procedural table. The technician held for 3 minutes and then an additional 10 minutes. The hematoma reformed 30 minutes later. A femostop was placed on the patient for approximately 1 hour, but the patient continued to bleed, therefore, manual compression was applied for 4 hours. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.